Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metallosis and metal wear.

Manufacturer narrative:
Product complaint (B)(4).investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination. Based on the inability to find any additional related reports against the provided product code/lot code combination it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. A review of the medical records was performed as part of the previous investigation. Please see the attached associated complaint for those results investigational inputs were requested as indicated per internal procedures for this failure mode. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction wi-7915 appendix a. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges patient was revised to address pain, elevated ions, discomfort and loosening.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 12/9/2016 ¿ pfs and medical records received. After review of the medical records for MDR reportability, after review of the medical records for MDR reportability, the patient first revised on (B)(6) 2010 ((B)(4)) for loose stem and dislocation. She was revised a second time on (B)(6) 2010 for dislocation ((B)(4)). She was revised a third time on (B)(6) 2016 for loose stem with subsidence, infection, and pain. All implants were revised for the infection and spacers were placed. Infection is alleged per litigation. The cup, cementralizer, and hole eliminator are being added to the complaint for the infection since it was alleged. The part/lot is being changed for the stem as the wrong stem was previously reported. No labs were provided for the alleged high metal ion levels. Competitor cement was used.